Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by a nurse that the customer's insulin pump was incorrectly delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. Based on previous troubleshooting, the pump piston appeared to be over working and over delivering. Troubleshooting was not completed but the pump failed a displacement test. The insulin pump will be returned for analysis.